Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had multiple pump errors. The customer¿s blood glucose level was unknown. It was reported that they had errors such as alarm was generated when a power failure was detected, history pointers failed. The history pointers are corrupted and trace pointers are invalid error. The insulin pump will be returned for analysis.